Event description:
Event description guidant received information that this coronary sinus lead measured a high, out-of-range impedance and was programmed to maximum output to accomodate high stimulation thresholds. The clinician inquired about potential impact on battery longevity of the associated cardiac resynchronization therapy-defibrillator (crt-d), related to the high left ventricular (lv) output. The clinician indicated that the device would likely be replaced during a tenatively scheduled lead revision. The local guidant field representative was informed.